Event description:
Information was received indicating that during testing of this smiths medical cadd legacy plus pump, under infusion was noticed. It was reported that the patient arrived at the facility for refill with 390 ml to be infused over 4 days at 5 ml/h. According to the report, upon arrival, the bag had 118ml drawn out that was remaining, but 376 ml was given and res vol should be 14 ml. No patient injury reported.